Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices were tested with 3 high level hcg urine standards (212.1 iu/ml, 217.5 iu/ml, and 218.1 iu/ml). All of the results were hcg-positive at read time and met the qc release specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with returned and retention devices of the reported lot. Retention devices were tested with 3 high level hcg urine standards (212.1 iu/ml, 217.5 iu/ml, and 218.1 iu/ml). Additionally, the returned device was tested with a high level hcg urine standard. All of the results were hcg-positive at read time and met the qc release specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported the following events occurring for one patient: the patient tested using home pregnancy test with first morning urine prior to office visit with a positive result. The patient presented with fatigue, weakness, and nausea. A fresh urine sample was collected at 10:41 am and used with two consult hcg dipstick tests. Each test produced a negative result. Serum was drawn from the patient on the same visit and sent for testing. The hcg result on an unspecified analyzer was 173392 miu/ml. The patient was estimated to be approximately (B)(6) pregnant. Last menstrual period: (B)(6) 2016.